Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be broken at the wrist during a da vinci nephrectomy procedure. The instrument was exchanged for a backup. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.